Event description:
Healthcare professional reported "deflation" and "capsular contraction baker grade iii/IV" against left device. The device has been explanted.

Manufacturer narrative:
Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and deflation.

Event description:
Healthcare professional reported "deflation" and "capsular contraction baker grade iii/IV" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior, crease flat and brown particles outer device. Leak test and microscopic analysis was performed which identified: striated opening on anterior, delamination of the plug strap disk shell and sharp opening on anterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. A sharp opening on anterior assessed as an unidentified (tear) opening. A delamination total of the plug strap disk shell (adhesive failure).